Manufacturer narrative:
Corrected data: h6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -12.50/1.0/106 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted and later replaced with a shorter length lens due to excessive vault. Problem resolved. Cause of event was unknown.